Event description:
The customer reported a nonspecific ECG failure. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a nonspecific ECG failure. There was no patient involvement. The unit was evaluated by a philips field service engineer, but the symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this to have been malfunction. We cannot determine the cause, since the symptom was not duplicated.